Event description:
During a cystoscopy, bilateral ureteroscopy, laser lithotripsy, and ureteral stent placement, the laser fiber that connects to the holmium laser got stuck, and a hemostat had to be used to remove it. Olympus, (B)(4).